Event description:
It was reported a 21 mm mechanical valve (medwatch report 2648612-2009-00052) was explanted 3 days postoperatively, due to one leaflet sticking. It was replaced with this 21 mm sjm mechanical valved graft. The pt arrested and died the following day. Add'l info has been requested.